Event description:
It was reported that an ilet bionic pancreas user experienced a sensor connectivity loss with a dexcom g6 continuous glucose monitor (cgm) and the ilet pump; and after guided reconnection to the sensor, glucose data resumed on the pump and insulin delivery was displayed. The user experienced a blood glucose peak of 380mg/dl via fingerstick with no associated clinical symptoms reported. Outcomes included no alarms on the pump and no need for medical intervention or hospitalization. User support included troubleshooting and education that verified a sensor-to-pump communication interruption and restored connectivity. Investigation of this case revealed a cgm-to-pump signal loss that resulted in unavailable glucose values on the ilet, leading to reduced or absent automated dosing during the period of disconnection; device function returned to normal after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-pump communication loss in the context of a newly inserted sensor.